Event description:
It was reported that the right ventricular (rv) lead was explanted due to a heart wall perforation eight days after implant. A new lead was successfully implanted. No additional adverse patient effects were reported. The explanted device will be returned.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to a heart wall perforation eight days after implant. A new lead was successfully implanted. No additional adverse patient effects were reported. The explanted device will be returned.